Event description:
The customer reported a speaker malfunction. The device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue, and the device was operational after repairs were completed.